Manufacturer narrative:
Strip lot 080818a expired on the last day of december 2009. Strip lot was expired at the time it was used. No trending is required. No further investigation will be pursued. No corrective action required at this time.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 3.1; lab: 10.9. Per customer, pt tested at lab yesterday with inr result of 10.9 (B)(6). This am pt tested with meter with result of 3.1 (34). Lab tests usually used for inr testing. No correlations performed between lab and meter. Pt not exhibiting any symptoms normally associated with bleeding due to high inr. Pt's coumadin dose withheld and another test being performed later today. Customer was using strips with 12/2009 expiration date. Informed customer that the strip is expired and result may not be valid. Recommended customer retest with new strip lot.